Event description:
A baxter engineer reported a pump with 11 battery discharges below the alarm threshold. It is unknown when this occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.